Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer inserted the needle into the septum, some insulin was noticed to be coming out of the septum. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to monitor the septum.